Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner. Device received with serial number label damaged or faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was water in the insulin pump and now its blank. The customer stated the back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.